Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression. (B)(4) the full lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that the proximal conductor was melted, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was stretched.

Event description:
It was reported that a revision of the atrial and left ventricular lead became necessary during surgery as the atrial lead was damaged and the left ventricular lead presented lower sensing and higher threshold measurements because of dislodgement. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the leads is in process; the results will be forwarded when available.